Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. The manufacturer date and expiration date have been obtained. File has been updated accordingly.

Event description:
It was reported by an attorney that the patient underwent a ventral incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was further reported the mesh was removed on (B)(6) 2016 at which time the surgeon noted ¿the patient has suffered a recurrence of this hernia and imaging note that the mesh has pulled away from the anterior abdominal wall with tack migration medially so that the mesh is now within the fascial defect.¿ it was reported the patient continues to experience severe pain, nausea, chills and inflammation. No additional information was provided.